Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, server-wide pharmacy order delayed/down error caused devices to enter critical override, with patient and order data not crossing to pyxis systems. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that data was not purging due to a failure in the carefusion coordination engine (cce) maintenance job. A technical support specialist (tss) confirmed that the search index folder had been relocated by integration engineering support team (iest) at the field team¿s request. The search index cleanup solution, including truncate, shrink, and deletion of indexes, was performed. The system was then monitored, and no recurring issues were observed. The system functioned as intended after the technical support specialist troubleshot the device.